Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, after the bands were deployed into the varix, the bands were unable to remain attached to the varix. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h10: the returned speedband superview super 7 (ligator housing and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had no bands attached and the ligator housing teeth were not damaged. The handle showed evidence that the trip wire was being secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No problems with the device were noted. The reported event of bands fell off the varix was not confirmed. Upon analysis, the returned ligator housing had no bands attached, the ligator housing teeth were in good condition, and the handle worked as intended assuring its functionality as it rotated during the functional test. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, after the bands were deployed into the varix, the bands were unable to remain attached to the varix. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.